Event description:
Facility has reported the following: patient underwent acl reconstructive surgery and was sent home. Next day patient went to emergency room for pain, nausea and vomiting. Two days post procedure, while cleaning instruments, technician found verse needle with missing tip. Patient's knee was x-rayed and tip of needle was located. Patient required second surgery to remove foreign body. Facility indicated no further problems reported after foreign body removed.

Manufacturer narrative:
User facility submitted a photo of the broken device for evaluation. A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of 06/08/2012. Distribution date: 12/2011. It appears the axial force was greater than the cannula could with stand resulting in the tip breaking, over 50 lb/f (foot pounds). Root cause of breakage is excessive force. Rwmic has four MDR's on file that were a result of breakage during a knee procedure (1418479-09-00014, 1418479-09-00016, 1418479-10-00012 and 1418479-10-00022). A CAPA was initiated, 10/2009, when the second MDR was received. As a result, we revised our instructions for use on 06/2010. Intended use section was updated and additional cautions added regarding limited strength of device and excessive force may lead to breakage. This is the first event since the update has been available for new device purchases. Labeling was reviewed and found to be adequate, i.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.